Event description:
It was reported that this right ventricular (rv) lead has exhibited a history of multiple high out of range shock impedance measurements of greater than 125 ohms. All other rv lead parameters are within acceptable range. The rv lead remains in service and no adverse patient effects were reported.